Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer declined to change the pump supplies and simply resumed insulin delivery on the pump. There was no adverse impact to the customer¿s blood glucose level.